Event description:
It was reported that the right ventricular lead dislodged during the implant procedure, as the physician was closing the device pocket. The physician made attempts to reposition the lead which were unsuccessful and decided to use a longer lead instead. The lead was attempted and not implanted. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.